Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 512 mg/dl while troubleshooting for motor error. The customer had symptoms such as nausea. Customer treated with manual injection and blood glucose reading went down to 477 mg/dl and treated with insulin pump. An additional 2 units of insulin was delivered after the blood glucose reading was at 440 mg/dl. Customer's blood glucose value was 385 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. No high pressure test was performed. Customer also reported to have received a motor error alarm and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08850 inches. No motor error alarm noted. Motor passed motor test. The test bg meter communicates properly to the pump. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.